Manufacturer narrative:
Outcome attributed to adverse event updated to: intervention required: type of reportable event updated to: serious injury additional information received: a snare was used for removal of balloon fragments. Evaluation summary: the evercross was returned for evaluation with a 6f sheath. No other ancillary devices were received. The evercross catheter was returned in two segments and the introducer showed no damage or anomalies. The distal tip of the introducer showed traces of dried blood on the walls of the inner diameter of the introducer. Both returned segments of the evercross were evaluated. The distal segment showed the distal marker band intact. The balloon proximal end of the distal balloon segment showed a radial tear. The proximal end of the blue catheter showed buckling. The length of the distal segment was approximately 9cm. The buckling of the proximal end of the fractured catheter was 1 cm. The proximal segment of the returned catheter showed the proximal bond intact and a radial burst of the balloon was noted. The distal edge of the proximal segment was at the distal face of the proximal marker band. The inner was approximately 0.3cm outside of the proximal marker band. The approximate working length for the proximal segment was 76.5cm. The total length of both evercross segments was 85.5cm, which is 5.5cm longer than the indicated working length of 80cm for this device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an evercross to treat the superficial femoral artery. IFU was followed and the device was prepped with no issues noted. It was reported that a balloon burst occurred during inflation. All fragments of the balloon were removed from patient and the procedure was completed used another balloon. No injury reported.